Event description:
Information received indicates the casters would swivel after the brake was set.

Manufacturer narrative:
The technician found the caster stems were damaged and replaced the four casters to repair the bed.